Manufacturer narrative:
H3. Device evaluated by manufacturer customer report of " sudden drop of the patient's blood pressure observed after suturing the valve" was unable to be confirmed. However, suture track indentations were observed on the free margins of leaflets 1 and 3 near commissure 1, indicating that the suture was looped around commissure 1. Suture track indentations were observed on the free margins of leaflets 3 and 2 near commissure 3, indicating that the suture was looped around commissure 3. X-ray demonstrated wireform intact. Suture holes were observed all around the valve sewing ring. No sutures remained on the valve sewing ring. Sewing ring cloth was cut in multiple areas around the valve and exposed silicone. No other visible inconsistencies were observed on the valve. H11. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from china that this valve model 7300tfx29 implanted in the mitral position was explanted at implant due to a sudden drop of the patient's blood pressure observed after suturing the valve. Reportedly, the surgeon performed a laparoscopy-assisted minimally invasive small incision surgery. The suturing process was difficult mainly due to insufficient laparoscopic field of view and small operation space. After blood pressure dropped, decision was made to perform a midline thoracotomy to remove the 7300tfx29 valve. A smaller bioprosthesis that was easier to sew was implanted in replacement. There was no patient injury due to the explant at implant. The patient was noted as to be in stable condition after procedure.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Suture looping occurs when the surgeon inadvertently wraps or entangles a suture over one of the commissural posts during bioprosthetic valve implantation. This generally occurs because the commissure posts are on the distal (blind) side of the device while lowering/advancing the valve to the mitral annulus during implantation, and the suture used to attach or mount the bioprosthetic valve to the heart tissue loops around the inside of one of the commissure post tips. Alternatively, additional sutures, which may be used to more securely attach the valve in place after uneventful, proper advancement/placement, can inadvertently get looped around a commissure post due to obstructed visibility. Limited visibility of the distal commissure posts may be exacerbated by minimally invasive surgeries, where incision sizes are small. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The root cause is procedural factors.